Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher was returned for analysis. The distal portion of the pusher was examined first. The strain relief did not show any signs of burn damage; however, the strain relief tip was noted to be damaged and folded. The solder joints on the heater coil were noted to be intact. The body coil of the pusher only had minor offset coils and no other notable damages. Along the length of the hypotube of pusher were a handful of bent areas. The resistance of the pusher was measured to be 41.7 ohms, and passed the 4-way v-grip connectivity test. The attachment monofilament in the pusher had a rebound of 0.0163". When fished out of the pusher, the tip of the attachment monofilament was noted to have a mushroom like shape with a head width of 0.004," which is the normal head measurement of mushroom tips. There were no other notable observations. Based on the available information and evaluation of the returned device, the complaint can be confirmed, as there was no evidence of a thermal detachment. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies clot formation and vascular thrombosis as potential complications associated with use of the device.

Event description:
It was reported that during repositioning of the embolization coil in an aneurysm, the coil stretched and then could not be withdrawn into the microcatheter. The coil was pushed forward until it was fully within the aneurysm and was then intentionally detached manually wtihout the controller. Follow-up angiography demonstrated thrombus at the neck of the aneurysm and in the vessel. IV integrilin was administered as treatment. The patient was reported to be alright and had a good outcome.